Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements, to 3.2v. The lead was repositioned during the procedure to address the patient's hematoma. The lead was checked with the pacing system analyzer (psa) and the threshold measurements were unstable, especially during deep breathing. A lead dislodgement was suspected. The lead was successfully repositioned with good measurements obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remans in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.